Event description:
The customer reported being hospitalized due to low blood glucose of 24mg/dl. The customer was experiencing unexplained low glucose for two weeks. Troubleshooting was not performed as the customer has not been on the insulin pump since the day of the event. The customer's recent glucose reading was 141mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.